Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device was received with broken battery tube threads. Device had minor scratches on lcd window, cracked case at display window corners and case at reservoir tube window corners.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to program a bolus and the insulin pump alarmed button error which could not be cleared as the buttons were not responding. Blood glucose value was 136 mg/dl. Customer stated that the device had physical damage around the battery cap. Customer mentioned she had rolled over the insulin pump in bed and pieces had chipped off. The insulin pump was replaced and returned for analysis.